Event description:
A 28mm diameter x 16mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. It was reported that there was disease prgression in the patient's vasculature. A CT scan at 11 month follow up demonstrated there was a proxumal type I endoleak present, however, there was no stent graft migration noted. It was reported that there was no room for the aortic cuff to be implanted. The physician elected to angioplasty the stent graft and the type I endoleak was partially resolved. No additional clinical sequelae were reported.